Manufacturer narrative:
Company comment: the serious event of granuloma skin and the non-serious events of inflammation, swelling, warmth and erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the long-standing granuloma, which is suggestive of permanent damage and may necessitate surgical intervention. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. Sculptra was intentionally misused with regard to reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure or the product. The reported lot numbers were valid and verified the reported product. A repeat batch record review will be conducted to rule out potential non-conforming products, and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a physician concerning a 40-year-old latin female patient. Additional information was received on (B)(6) 2026 from the same reporter. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received her first treatment session with sculptra (lot number 5j0191 and expiry date 31-dec-2027) to middle third, temporal and zygomatic area administered in the subdermal plane using a 22g by 60 cannula with an unknown injection technique. One vial of sculptra was reconstituted to 10 ml, 2 ml of water for injection "[water for injection]" and 2 ml of lidocaine "[lidocaine]". This was the patient's first treatment with sculptra. On the same day following treatment, the patient experienced inflammation/inflammatory reaction (implant site inflammation) at the mandibular angle that lasted for 13 days and subsequently resolved. On (B)(6) 2025, the patient received a second treatment session with sculptra (lot number 4j5521 and expiry date 30-nov-2027) to middle third, temporal and zygomatic area administered in the subdermal plane using a 22g by 60 cannula with an unknown injection technique. One vial of sculptra was reconstituted to 10 ml, 2 ml of water for injection and 2 ml of lidocaine. The volume of sculptra injected during the session was not reported. Each vial of sculptra was reconstituted to final volume of 10 ml/injected using 22g by 60-cannula (intentional device misuse). On the same day following the second treatment session, the patient experienced inflammation of the left cheek, which persisted for 12 days, and subsequently developed two nodules/ granuloma (granuloma skin). The patient attended two consultations with the physician on (B)(6) 2025 and (B)(6) 2025. During these visits, the physician evaluated and assessed the findings as nodules. As they were very small (approximately 1 ml), the physician attributed them to inflammation. However, a surgeon who evaluated the patient diagnosed a granuloma. The patient was prescribed ibuprofen "[ibuprofen]" 400 mg, one capsule every 8 hours. On an unknown date, the patient woke up with the affected area markedly swollen (implant site swelling), warm (implant site warmth), and red (implant site erythema), prompting a CT scan. The surgeon determined that due to the exaggerated response, the lesion required surgical removal, as it was no longer considered a simple nodule. The excised material was planned to be sent for pathological analysis following removal. Approximately 1 year and 4 months after the treatment, in 2026, the patient underwent and additional imaging study CT scan, however, no results were available at the time of reporting. The most recent consultation occurred on (B)(6) 2026, during which the physician recommended plastic surgery for removal of the nodules. The patient was expected to be hospitalized for the surgical procedure to extract the nodules. The reporting physician assessed the events as severe and causality to the treatment as possible. Outcome at the time of the report: nodules/granuloma was not recovered/not resolved/ongoing. Inflammation/inflammatory reaction was recovered/resolved. Swollen was not recovered/not resolved/ongoing. Warm was not recovered/not resolved/ongoing. Red was not recovered/not resolved/ongoing. Each vial of sculptra was reconstituted to final volume of 10 ml/injected using 22g by 60-cannula was recovered/resolved.